Event description:
Revision surgery - after a fall the patient's reverse shoulder prosthesis (rsp) failed due to the baseplate failing. The surgeon decided to not redo the baseplate, but to put in a monoblock hemi adapter and a hemi head. He had to remove the baseplate, all 3 screws and the glenosphere as well as the poly insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed reverse shoulder prosthesis due to baseplate failure after 3 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there have been 28 prior complaints against this part number and has one complaint with similar failure mode pertaining to "trauma". This is the second complaint from this lot. This investigation is limited in scope because the explanted products were not returned to (B)(4) and a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.